Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument logs was performed on (B)(6) 2022 for a procedure on (B)(6) 2022 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sigmoid colectomy procedure, the surgeon accidentally nicked an unspecified interior artery. As a result, the patient required a blood transfusion and the surgical procedure was delayed for an hour. The cause of the intra-operative complication is unknown although the surgeon believed that there was no malfunction of a da vinci system, instrument, or accessory.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgeon accidentally nicked an unspecified interior artery. It is unknown what instrument or accessory was involved with the reported vessel injury. It is also unknown what surgical task the surgeon was performing when the intra-operative complication occurred. The surgeon believed that there was no failure of a robotic device or instrument. The patient required a blood transfusion during the procedure and the case was delayed for an hour. The surgical procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.